Event description:
Patient noticed the red spot on (B)(6) 2019 on the right side of her abdomen where she had been inserting the v-go 40. The patient reported that she went to the pcp office (B)(6) 2019 and the red dot at the needle injection site on the right side of her abdomen that she reported to vcc was incised and drained due to an abscess. Pcp started her on zithromax today (B)(6) 2019 to be taken for 5 days. The pcp thinks that the patient was not thoroughly cleaning the injection site.